Event description:
It was reported by the rep that the surgeon was using disposable trocars and the trocar seal tore on both the 5mm and the 12mm housing. New housing were opened and replaced. There was no consquence to the patient.